Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information noted that while removing the leads from the old implantable neurostimulator, the physician cleaned off the leads and was able to remove them from the old implantable neurostimulator; however it required a little harder pull than normal. The physician irrigated the pocket multiple times, and also cleaned the leads with a wet and dry gauze before checking the impedance.

Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found that there was degraded insulation consistent with metal ion oxidation at the proximal end. All conductors are broken 41.4 centimeters from the proximal end. Analysis of the lead with serial number (B)(4) found that there was degraded insulation consistent with metal ion oxidation at the proximal end. Conductors 1,2, and 3 were broken in the proximal end due to overstress/damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient¿s implantable pulse generator (ipg) was replaced on the day of the report due to it reaching the end of its life (eos). The patient sated that the stimulation stopped sometime in the (B)(6) 2015 and there were no reports of falls or injuries related to the issue. During the replacement procedure, impedances were checked twice and results showed that electrodes 0-7 were within normal limits but electrodes 8-15 were greater than 10,000 ohms. The hcp was not able to feed the leads into the new battery completely after multiple attempts and the silicone appeared to be ¿puffy¿. Based on a suggestion by a rep, the hcp put plugs into the new ipg and placed the battery in the pocket in case he planned to revise the leads at a later date. The patient was alive with no injury at the time of the report. Follow-up is not require d at this time and there is no further information related to this event. Indications fir use includes: spinal pain, chronic low back pain and lumbar radiculopathy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information was received. Manufacturer representative reported the patient underwent a lead revision on the day of the report. Due to scar tissue, the physician only got one lead up to t9. Patient reportedly got great coverage of their back and legs when they were programmed. It was reported that the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.